Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited system fault 41781. No adverse effects were reported.

Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. Customer's reported problem, "system fault 41781" could not be duplicated during testing but there was an error code 46876 found in the device ehl log. No action repair needed. Error was cleared and a full standard pm (preventive maintenance) was performed. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.